Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving compounded baclofen (3000 mcg/ml at 2205.6 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017, the hcp was calling about flex programming and how the basal rate worked versus a step. It was discussed that when a step was infusing it was the step dose alone and this did not include the basal rate mcg/hr. The reporting hcp believed the other hcp thought the basal rate was given along with the step. Per the reporting hcp, on (B)(6) 2017 a programming error occurred at which time the flex steps were incorrectly programmed. The basal rate was 94.7 mcg/hr and there was one step at 1900 hours (27.5 mcg dose for 1 hr). No patient symptoms were reported related to the event. The reporting hcp was going to speak with the physician to confirm dosing. No further patient complications have been reported as a result of this event.